Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. Unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 164 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.